Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed leak at the cap piercer. The fse determined that the elbow fitting was leaking causing loss of vacuum during wash cycle. Fse replaced the elbow fitting to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600i synchron system leaked fluid from the cap piercer. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).